Event description:
The customer alleged they received a questionable c-reactive protein gen.3 (crp) result for one patient on their c501 analyzer. The customer stated that both results were measured out of secondary cups. The patient's initial crp result was 0.3 mg/l. The initial result was reported outside the laboratory by the laboratory information system as <0.7 mg/l. The responsible physician contacted the laboratory as the result did not match the previously measured crp result for this patient. The repeat result was 84.7 mg/l. The patient was not adversely affected by this event. The crp reagent lot number was 689946. The expiration date was requested but not provided. A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration monitor and quality control recovery were ok. It was noted the customer was not using the recommended rack adaptors.

Manufacturer narrative:
This event occurred in (B)(6).